Manufacturer narrative:
Results: the guidewire lumen of the returned catrx had a kink at the proximal end approximately at 111.0 cm from the hub and had damages at approximately 136.0 cm and 138.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed that the guidewire lumen was damaged near the distal tip. If the guidewire was forcefully advanced through the guidewire lumen of the catrx at extreme angles, the guidewire may puncture the lumen and the catheter will become damaged. If the guidewire was outside the guidewire lumen, resistance may be encountered at advancing the device into the parent catheter. During the functional testing, a demonstration guidewire was placed into the catrx guidewire lumen and the catrx was able to advance through the demonstration catheter without issue. Further investigation revealed a kink on the proximal end of the guidewire lumen. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, while advancing an indigo system catrx aspiration catheter (catrx) a few inches into the guide catheter, the physician experienced resistance and was unable to advance the catrx any further. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.